Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for cervical radiculopathy and spinal pain. It was reported that the patient suspected their pump was not delivering the quantity of medication it was supposed to. The patient was having symptoms of withdrawal and dealing with constant crippling pain. No further complications were reported.